Event description:
It was reported that the device was observed to have residue under the screen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown. H3: device not received by manufacturer.

Manufacturer narrative:
D9: product received date 12/6/2023. H3: one device was returned for repair in used condition with complaint of residue under the screen. This device has not been serviced within the review period. Visual inspection found latch lock out of specification. The reported problem was duplicated with visual inspection. The reported problem of residue under the screen was confirmed. The cause was not determined, but the device passed all functional tests after repair. Replaced lcd lens and lcd lens seal.